Event description:
It was reported that last month the patient complained about a lump in her breast. Today, the patient had a CT scan and it was noted that the implantable cardiac monitor (icm) has migrated into the breast tissue. The patient was advised to follow up with the physician. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.